Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient was revised to address pain and fluid collection on the MRI. Update: 03/19/2014 - medical records received. Patient was revised to address necrosis. The information received does not change the MDR decision. This complaint was updated on: 04/14/2014. Update rec'd 10/17/2014- litigation papers received. Litigation alleges pain, soreness, difficulty, and elevated metal ion levels. The stem will be added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/13/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)